Event description:
It was reported that, during the procedure, the metal part of the handle and the healicoil anchor were disassembled inside the patient. Procedure was completed using a back-up device. A surgical delay greater than 30 minutes was reported. No further complications were reported.

Manufacturer narrative:
B5 and h6 medical device problem code updated. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with original packaging and the device has debris on it. Distal implant and the proximal implant are detached from device. Distal implant has significant amount of scaring or markings on it no other physical damage is visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests. There was no way to determine if the device contributed to the reported event. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event a complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H2: additional information ¿b5¿.

Event description:
It was reported that, during rotator cuff repair, the metal part of the handle and the anchor of the healicoil knotless pk st disassembled, intrument outside patient. Procedure was completed using a back-up device. A delay greater than 30 minutes was reported. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during rotator cuff repair, the metal part of the handle and the anchor of the healicoil knotless pk st was disassembled (instruments outside patient). Procedure was completed using a back-up device. A delay greater than 30 minutes was reported. No further complications were reported.